Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional product code: hrs. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Reporter postal code: (B)(6). Device evaluation for MFR: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent the open osteosynthesis with the plate for fracture of distal radius. To prevent shortening, the radius was fixed with the state of traction. The surgery was completed successfully with no surgical delay. After surgery, x-ray showed that the radius was fixed in a state that was about 3mm longer than the original length of the radius. External fixation was performed for 2 weeks after surgery, and the patient visited the outpatient department on (B)(6) 2022. X-ray confirmed that the plate was broken at the distal part of the plate. On (B)(6) 2022, a revision surgery will be performed since the bone-union has not yet occurred. The surgeon commented as follows. The cause of the event is not a product related. The cause of this event is highly likely that the patient used the affected side excessively and the bone was fixed with about 3mm longer than the original length of the radius. The surgeon confirmed by x-ray that there was no fragment generated from the broken plate. The plate was a consignment. The plate is going to be discarded at the hospital. No further information is available. Concomitant device reported: unk - screws: locking (part# unknown; lot# unknown). This report is for one (1) va-lcp volar rim dist-rad-pl2.4 le shaft. This is report 1 of 1 for complaint (B)(4).